Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose and the paramedics were called. Customer reported that the low blood glucose was due to not having sensor. Customer¿s blood glucose reading was not provided. Customer was not well and was not able to troubleshoot. Insulin pump is not expected to return.